Event description:
It was reported that a person using an ilet experienced hyperglycemia, confirmed by a fingerstick blood glucose of 450 mg/dl, with no reported infusion set leaks, no delivery-stopping alarms, and use of a 6 mm, 23-inch cannula. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education provided by support, including guidance to perform a full set and supply change and a follow-up call planned to confirm glucose decline. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was unconfirmed for device malfunction and that no device-related injury was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.